Event description:
An ortho-clinical diagnostics employee reported biased troponin I results for a negative control and several pt samples. Biased troponin I results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as aresult of this event.